Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced septic arthritis of the left knee with methicillin-sensitive staphylococcus aureus bacteremia infection. The cardiac resynchronization therapy defibrillator (crt-d) system was subsequently explanted. A transesophageal echocardiogram (tee) did not show signs of vegetation or abscess. During the explant procedure; the patient experienced a pericardial effusion requiring a pericardial drain. Overnight, the patient developed worsening hypotension and a fever requiring intravenous (IV) fluid and antibiotics. An echocardiogram revealed pericardial drain malfunction and the patient had a new pericardial drain placed. Repeat cultures have been negative. No further patient complications have been reported as a result of this event.